Event description:
Caller reported a malfunction on the pump with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided information and assistance to reset the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Customer was advised to contact support if the issue reoccurs.